Event description:
The customer reported the device alarms when plugged in. No adverse reactions were reported during the use of the device. The device was returned for further evaluation. The device was received. The evaluation confirmed the customers reported device alarms when plugged in but was unable to access the device's history. The cpu board was replaced resolving the reported issue. After repair, the device was found to meet specification.